Event description:
Customer reported a malfunction code, malf 12, on their insulin pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. Customer will use multiple daily injections (mdi) as a backup therapy and was provided instructions on returning faulty pump for replacement.